Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he drove to the beach and when he was unpacking the car, he noticed the display on the insulin pump was blank. He stated he inserted a battery and the device would not turn on. Blood glucose at the time is unknown; sensor glucose reading was 180 mg/dl. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. The customer stated he had difficulty removing the battery cap and did not have a new battery to test and requested the insulin pump to be replaced.